Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced a high blood glucose. The high blood glucose level was 28.5 mmol/l. Customer stated that the insulin pump had a blank display and the display was returned after insulin pump restart. The product will not return for the analysis.